Event description:
Customer reported problems with vertical movement. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the coupler on the shaft. System operates as intended. This MDR is related to ge healthcare complaint.